Event description:
It was reported that after a short operation in the introduction, the device posted the error message "ventilator failure". No injury reported.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported, that after a short operation in the introduction. The device posted, the error message "ventilator failure". No injury reported.

Manufacturer narrative:
The analysis was performed, based on the submitted information. Including the electronic log file of the device. The reported failure of the ventilator could be confirmed, by means of the log. The entries indicate, that on the date of the reported event the vacuum pressure that is required to keep the ventilator diaphragm in place was too low. As reportedly, the ventilator cover was damaged. It is conceivable, that a leakage in the vacuum sector has caused the low diaphragm pressure. Subsequently also, an entry was found, indicating that the vacuum pressure was too high. It can be assumed, that a clogged filter was root cause for the increased pressure in the system, as after replacement of the pump filter. The symptom disappeared. The fabius has reacted to the detected situation as specified- automatic ventilation was stopped and a corresponding alarm was posted. In this case, fresh gas delivery (incl. Agent) remains available. And the patient can be ventilated using the manual breathing bag. Neither the filter nor the ventilator cover was available for investigation, so that a more detailed analysis was not possible. The device was repaired on site. And was returned to use without further problems reported.